Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely that blurring of images occurred due to the failure of the cable. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the update in sections e2 and e3.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the poor image was due to a bad cable, which was recommended for replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head had a poor image. There were no reports of patient harm.